Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter and gel air bubbles as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter and gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer pst gel and lithium heparinn (lh) blood collection tubes, there was foreign matter and air bubbles seen in tubes across 9 boxes. No patient impact reported. The following information was provided by the initial reporter: the black dot originally present in the inner wall of collection tube. And some contents have bubbles. They was noticed before used. Total q'ty 9 boxes 100pc/box lot 3016655.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, there was foreign matter and air bubbles seen in tubes across 9 boxes. No patient impact reported. The following information was provided by the initial reporter: "the black dot orginally present in the inner wall of collection tube. And some contents have bubbles. They was noticed before used. Total q'ty 9 boxes. (100pc/box). Lot#:3016655"